Event description:
Customer reported receiving a no delivery alarm when changing out the infusion set. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion. Customer's blood glucose reading at the time of the call was 193 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.